Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3387-40, lot# 0208498405, implanted: (B)(6) 2017, product type lead. Product ID 3708660, serial#(B)(4), implanted: (B)(6) 2017, product type extension. Product ID 3387-40, lot# 0207752769, implanted: (B)(6) 2017, product type lead. Product ID 3708660, serial# (B)(4), implanted: (B)(6) 2017, product type extension.

Event description:
A consumer reported via a manufacturer representative that high impedances were on the left side. High impedances were measured on electrode pairs c-0, 0-1, 0-2, and 0-3 on the left side and c-8 and c-9 on the right side. The implantable neurostimulator (ins) was programmed to 1-, 2+ at 3.3 v, 150 usec, and 130 hz on the left side and 10+, 11- at 4.0 v, 270 usec, and 130 hz on the right side. The ins was typically programmed for 0.8 hours every 1.2 days. The patient was fine and did not experience any symptoms. A revision was done on (B)(6) 2017 to check the connection between the left lead and left extension. During the surgery, the health care provider (hcp) noticed physical damage on the left lead near the electrodes of the distal end. The left lead was left implanted. After the revision, the ins discharged quickly going from full to one quarter in 20 hours and the patient experienced an electricity feeling in their neck. The patient experienced an electricity feeling in the area of the extension and they had no good clinical outcomes for their motor symptoms. The depletion had occurred once in the last 30 day period. The hcp checked the ins programming, clinical outcomes, ins battery status and impedances on both leads on (B)(6) 2017. Normal impedances were measured on the right lead. On the left lead, impedances were measured to be high on electrode pairs c-0, c-3, 0-1, 0-2 and 0-3 and low on electrode pair 1-2. The ins was programmed to 1-, 2+ at 3.3 v, 150 usec, and 130 hz on the left side and 10+, 11- at 4.6 v, 270 usec, and 130 hz on the right side. The ins was typically charged for 1 hour every 0.4 days. The hcp tried reprogramming the ins to use a different electrode combination on the left side, but the patient's motor symptoms were not controlled. The patient was able to fully recharge the ins and the fast depletion had not reoccurred. The hcp asked the patient to keep a recharging diary to see if the ins depleted quickly again. The hcp decided to leave the ins programming since the patient's symptoms were completely controlled, but they wanted to know if the damage to the lead could cause a dysfunction with the rest of the electrodes. It was unknown if the issue was resolved. No further patient complications were reported. The patient's indication for use is parkinson's disease.

Manufacturer narrative:
Product ID: 3387-40, lot# 0208498405, implanted: (B)(6)2017, product type: lead, product ID: 3708660, (B)(4), implanted: (B)(6)2017, product type: extension, product ID: 3387-40, lot# 0207752769, implanted: (B)(6)2017, product type: lead, product ID :3708660, (B)(4), implanted: (B)(6)2017, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the cause of the lead damage was not determined, with the physician thinking that it was caused by the bad boot fixation used the first time due to user error. The clinical outcome for the patient is 70% benefit so the physician is going to wait a month to see if there is a change in impedances. No further actions are currently planned. The patient did not experience any falls or trauma. No further complications are anticipated.